Event description:
A customer reported a malfunction identified by the code "malf 12," but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset process. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue reappeared.